Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 432-433 mg/dl. Reportedly, prior the report with tandem technical support the customer changed the cartridge and infusion set to resolve the occlusion, therefore, no troubleshooting could be performed to identify a root cause.